Event description:
Call came through customer service (B)(6). Dealer did not stay on the phone for reporting to quality complaints. Dealer stated that the user was on a hill and the tilt actuator went out while patient was in the chair throwing him out of the chair.